Manufacturer narrative:
Follow-up #1: date of submission 05/19/2017 device evaluation: the device has been returned and evaluated by product analysis on 05/04/2017 with the following findings: a review of the black box showed the total daily dose to be inaccurate due to an unacknowledged empty cartridge alarm for three hours. A prior power outage of 17 hours was found. The deliveries were never resumed at power on. The basal history showed an active 0 units per hour basal program for 18 hours, and then for 10 hours. No evidence of a loss of prime was found. All no delivery, no prime alarms were after a power on reset event or a replace cartridge alarm. The battery compartment and cap were undamaged and were able to fit securely. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours on a one unit per hour duration test and reflected 24 units correctly. The pump delivered within specifications. The prime issue complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 520 mg/dl with associated symptoms of abdominal pain, vomiting, lightheadedness, polyuria and moderate urinary ketones. The patient was admitted to the hospital and treated with IV fluids. The patient remained hospitalized at the time this was reported to animas. The reporter stated the pump setting adjustments were made to the basal rate. The reporter alleged the patient¿s adverse event was associated with the pump not priming the tubing during the load step. Troubleshooting performed by animas customer support revealed a training/misuse issue; the patient failed to prime the pump after cartridge change / battery change. This complaint is being reported because the patient experienced serious injury with hospitalization associated with a training/misuse issue.